Manufacturer narrative:
One cadd® cadd-ms® 3 pump was returned for analysis. The customer's reported problem was "running too fast". The customer's stated problem was verified. The pwa is faulty and is causing the issues of the pump running too fast. The pwa board will be replaced.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump was running too fast. No report of any patient involvement.